Manufacturer narrative:
As received, the device was returned in its shipping packaging and was unable to be interrogated. Visual inspection of the device revealed no anomalies. Further analysis revealed the reported event of a rf telemetry anomaly was confirmed. Communication could not be established between the device and the programmer via rf telemetry. The device image was reviewed, and the rf registers indicated an anomalous state of an rf state machine. The cause of the anomalous state could not be conclusively determined.

Event description:
It was reported that the device was not able to be interrogated prior to device implant procedure. The device was not used. There were no patient consequences.